Manufacturer narrative:
The device was taken to arjo service & technical centre in gloucester for inspection. It was revealed that the emergency brake and both limit switches were working as intended, however anti crush feature did not activate. These results do not allow to find a root cause of the reported incident, therefore product return to the manufacturer (arjohuntleigh magog inc., canada) was initiated for further testing. Additional information will be provided upon investigation conclusion.

Manufacturer narrative:
Arjo was informed about an event with maxi sky 440 ceiling lift and the sling involvement. During resident¿s transfer from chair, when the resident was slightly lifted, the device suddenly lowered dropping the resident back to her seat. While lowering the lift hit resident¿s head. Patient¿s condition was checked by paramedics, no injury was sustained. From the complaint description it can be stated that the strap accumulated in the cassette, suddenly released during lifting the patient. During inspection performed by arjo representative after the event it was observed that the cblm plate (part which allows to detect if there is a tension on the strap and cease downwards motor movement), did not work as intended. The motor continued to run and spool out the tape when the lift was physically stopped from lowering. The unexpected device behaviour: unwinding of the ceiling lift strap could not be re-created. It is unknown what was the cause of the strap accumulation in the cassette and why the cblm plate failed. The exact root cause of this particular fault could not be determined. The device was returned to the manufacturer¿s factory for further testing, however due to current covid-19 pandemic, the manufacturer¿s office access was restricted and it is unknown when the testing would be possible. Therefore, the complaint was decided to be assessed with all the information available so far. If the testing give new light on the event, the complaint will be re-assessed. Arjo device played a role in the event as it was used with a resident at the time of the event. The maxi sky 440 ceiling lift failed to meet the manufacturer¿s specifications. The complaint was decided to be reportable based on the indication of sudden lowering of the ceiling lift during use with patient. Such scenario could lead to serious injury upon reoccurrence.

Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Event description:
During residents transfer from chair using maxi sky 440 ceiling lift and the sling, when the resident was slightly lifted, the lift suddenly lowered dropping the resident back to her seat. Lowering device hit residents head. Patient's condition was checked by paramedics, no injury was sustained.

Manufacturer narrative:
This is a follow-up report presenting additional information gathered after submission of the final report no. 9681684-2020-00008. The device analysis was made possible, after previous restricted access to the manufacturer¿s office, due to covid-19 pandemic. The technical expertise results indicated that the weight detection limit failed. The system did not send the signal to stop motor movement when no tension was on the strap. This failure was caused by a hardware issue on the chip. No other reportable complaint presenting the same root cause was found. This is considered to be an isolated case. According to the instructions for use (001.16000.33.en rev. 11), ¿the equipment is designed and tested for a useful life of seven (7) years or 10000 transfers - whichever comes first - subject to preventative maintenance as specified in the ¿care and maintenance¿ section in this manual¿. The investigated lift has been manufactured in november 2012, and one of the maintenance labels indicated that there were 21000 lifting cycles registered. The visual inspection showed that the lift covers were in poor condition due to some damages to the top and the bottom shells.